Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported being "short of breath" and having "tightness in my chest". They also reported that they don't think the leadless implantable pulse generator (ipg) is "working correctly". The leadless ipg remains in use. No further patient complications have been reported as a result of this event.